Manufacturer narrative:
The breast shields were returned and evaluated on (B)(6)2019 and passed measurement specifications. Refer to attached product evaluation.

Manufacturer narrative:
Customer service provided the customer with information so she could get in touch with a lactation consultant regarding breast shield sizing. They additionally sent her 24mm flex breast shields. In follow up with a complaint handler on (B)(6) 2019, the customer alleged that she sought medical treatment for the pain and was diagnosed with thrush, for which she was prescribed a steroid nipple ointment and an oral antibiotic. She indicated that the flex breast shields resolved the pain she was experiencing and do not cause marks on her breasts. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield. Reported issues of thrush were investigated under ir13-0003 and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that the 24mm breast shields she was using with her pump in style breast pump were causing her pain and they were leaving red rings around her breasts.